Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: sharma, neeraj et al. ¿hyaluronic acid dermal filler for inducing mechanical ptosis in facial nerve palsy: a novel approach to treat exposure keratopathy.¿ romanian journal of ophthalmology vol. 69,1 (2025): 28-35. Doi:10.22336/rjo.2025.06. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article ¿hyaluronic acid dermal filler for inducing mechanical ptosis in facial nerve palsy: a novel approach to treat exposure keratopathy,¿ a healthcare professional reported injecting 13 patients with 0.3 ml of juvéderm ultra plus¿ xc containing 24 mg/ml hyaluronic acid combined with 0.3 % w/w physiological buffer. Following dermal filler application, mechanical ptosis was evident in all patients, reaching its peak on day seven. By this time, six patients (50%) had complete eyelid closure, which negated lagophthalmos. The remaining patients showed varying degrees of residual lagophthalmos: three had a length of 1 mm, two had a length of 2 mm, and one had a length of 3 mm. The median initial lagophthalmos was 5.5 mm, (iqr: 4.5-6 mm), which decreased to 0.8 mm one week posttreatment (iqr: 0.5-1.2 mm). Secondary outcomes included forced lid closure that had a brief drop of the upper eye lid commenced upon forceful closure, causing lid closure within 2-3 minutes and significantly reducing the palpebral fissure height and lagophthalmos. On initial examination, two patients with bell¿s palsy had evident dellen formation on the cornea¿s temporal side. Fluorescein dye staining revealed punctuate staining in all patients. By 1 week, all dellen formations and punctate epithelial erosions had resolved, indicating the rapid therapeutic potential of the filler treatment. This improvement persisted throughout the 24-week observation. Pretreatment ocular surface disease index (osdi) scores, which averaged 45, indicated considerable discomfort. Following treatment and alignment with the resolution of corneal issues, a significant decrease in osdi scores was observed. By the end of week one, the average score reached approximately 5, denoting minimal discomfort, and remained consistent throughout the 24-week timeframe. After the procedure, palpable nodule swelling was evident in the upper eyelid, which persisted for the entire 24-week monitoring duration. Fortunately, severe adverse reactions such as anaphylaxis or vascular embolisms that could impair visual clarity were not observed. The nodular swelling was treated by "expression of the dermal filler with a cotton bud following a 2 mm incision over the most prominent part of the nodule." Hcp notes return to "standard color and texture of the skin after dermal filler removal."